Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The composite was removed and the procedure was repeated during the same office visit using a new sonicfill tip. To date, the patient is doing fine. A visual evaluation was performed on the returned product, yielding results within specifications.

Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for five (5) patients. This is the second of five (5) reports.